Event description:
Approximately eight months post hvad implantation, the site reported that the patient's battery was not holding charge. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
Site stated that patient power disconnect show up on his alarm log at clinic but patient states he had no alarms. The reported issue for "inadequate power charge" was confirmed. Due diligence follow-ups were conducted for return of complaint product. The battery was returned to the manufacturer for visual and functional evaluation where the battery failed functional testing. The cause of the reported event could not be determined. The battery was replaced without incident and there was no reported patient injury. The manufacturer has investigated this issue internally referenced below. Preliminary evaluation and testing revealed that the battery contained a faulty cell. No further investigation of this complaint is required. The most likely root cause is "faulty cell". On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. . Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.